Event description:
The facility's tech reported an infusion pump with a 550 failure code. The tech stated that there have been no pt incidents involving the pump since the last baxter service event. It was unknown if this failure occurred during pt use or biomed testing.